Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief since implantation and subsequently discontinued use of evoke scs. Reprogramming was performed but unsuccessful. The physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to explant.